Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor is attached to the shaft of the device, and the distal end of the anchor is broken. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since no other harm has been alleged to this patient, no further clinical medical assessment is warranted at this time. Should any other relevant medical information be provided, this compliant would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction: h6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl reconstruction, when fixing the graft to the tibia with a 5.5mm footprint, the implant broke. All the pieces were extracted and the procedure was completed with no delay using a back up device in the original bone hole. No other complications were reported.